Event description:
Customer states she is receiving an alarm on her insulin pump. Customer's blood glucose is 122 mg/dl. After troubleshooting, customer was advised her insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test, due to protruded and loose drive support disk. Insulin pump had a cracked case near lcd window corner, minor scratches on lcd window, scratched reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.